Event description:
Reporter stated the infusion set tube separated from the connector and leaked insulin. No adverse event was reported. The alleged product was discarded and will not be returned for evaluation, and she was unable to provide the lot number.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.